Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. Vascular access was obtained via the femoral artery using a non-bsc introducer sheath. After a 300cm non-bsc guide wire crossed the lesion, a 5.0 x 10 mustang¿ balloon catheter was used to predilate the common iliac artery (cia) to external iliac artery (eia). A 4.0mm x 4cm coyote balloon catheter was then advanced for predilation of the external iliac artery to distal iliac artery. An 8mmx6cm epic stent was then deployed in the cia. A 7.0 x 40, 75cm mustang¿ balloon catheter was then advanced for post-dilation. However upon the initial inflation at 4 atmospheres, the balloon ruptured. The 7.0 x 40, 75cm mustang¿ balloon catheter was completely removed and the procedure was completed with a 7mm x 4cm sterling balloon catheter. No patient complications were reported and the patient's status was good.